Event description:
As reported by the sales-rep via email: while attempting to cannulate the rca, the guiding catheter broke in half and was retrieved by snare. There was approximately 18 inches of catheter outside the patient's body when it broke. The catheter had kinked in the same area prior to breaking, and the break was twisted. A short sheath was used in the procedure. The patient had iliac stents, which may have impacted the catheter, per the account. The physician had to torque the catheter, but not severely. The patient is in stable condition with no adverse effects.

Manufacturer narrative:
While attempting to cannulate the right coronary artery, the guiding catheter broke in half and was retrieved by snare. There was approximately 18 inches of catheter outside of the patient¿s body when it separated. The catheter had kinked and twisted in the same area as the separation prior to breaking. As noted by the account, the patient had iliac stents in place which may have impacted the event. The physician had to torque the catheter, but not severely. There is no reported patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of information available, and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.